Manufacturer narrative:
Analysis of the 37761 desktop charger (serial #: (B)(4)) found a broken connector pin.

Event description:
Information was received from a patient regarding a their implantable neurostimulator for chronic low back pain and spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin broke the day prior. The patient turned off the implantable neurostimulator (ins) in the meantime and would turn it on if it was an emergency. No patient harm reported. Upon device return it was found through analysis that the connector was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.